Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided for evaluation. It shows a 60 ml syringe with one of the plunger rod ribs damaged. It also shows droplets of solution adhered to the barrel. The plunger rod- rubber stopper is all the way down. The droplets of solution are over the rubber stopper. It could have happened that the plunger rod was not properly centered when the rubber stopper was to be assembled inducing the damage to the plunger rod ribs. This catalog number 309653 has been re-introduced as 50ml. This is to mitigate the leakage symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: the root cause is due to syringe assembly process. It could have happened that the plunger rod was not properly centered when the rubber stopper was to be assembled inducing the damage to the plunger rod ribs. This catalog number 309653 has been re-introduced as 50 ml. This is to mitigate the leakage symptom. Rationale: CAPA not required at this time.

Event description:
It was reported that a syringe 60ml ll tip 1ml 2 oz in 1/4 oz had a broken plunger rod and leaked. The following information was provided by the initial reporter: "it was reported that the plunger rod is broken and the syringe is leaking past the stopper. Per initial email: issue: the bd 50ml syringes leaking and breaking. The leaking occurred around the stopper. It leaked into the barrel of the syringe. Samples are not available."